Event description:
It was reported that during the beginning of a da vinci s hysterectomy surgical procedure, the right camera controller unit (ccu) was shutting itself off. The site inspected the camera head and noticed that the connectors appeared loose or "stripped," therefore, the cables would not seat properly. The customer exchanged the camera head and camera cable, however, when the replacement camera head was installed, a warning light was generated on the right ccu and only a greent tint was displayed on the right side image of the surgeon side console. The site then swapped cables around and was able to produce one good image on the right side of the console. The system was then placed in 2-d mode to have the viewer look the same, however, the surgeon decided not to continue with the scheduled case. The patient was under anesthesia for approximately 45 minutes when the surgical staff made the decision to abort the planned procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation conducted by the field service engineer concluded that the reported issues experienced by the customer were associated with the right camera control unit (ccu), camera heads and camera cables. The ccu calibrates and adjusts the brightness levels of the video image from the two high magnification camera heads. The ccu then feeds the image through the video synchronizer to the surgeon's console and assistant monitor. The camera head produces three dimensional images to the da vinci s vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the right ccu, camera heads and camera cables. The right ccu, camera heads and camera cables were returned to isi for failure analysis evaluation. One camera head was found to have a loose connector due to the weight of the cable and over-torquing, thereby confirming the loose connector issue reported by the customer and the other camera head had a bent connector pin which most likely contributed to the "green tint" experienced by the customer. No issues were found with the ccu and camera cables.